Manufacturer narrative:
Device evaluation pending. Issue is being reported due to concerns expressed regarding ECG analysis result.

Event description:
Device was deployed for resuscitation attempt, analyzed patient ECG, analysis conclusion was that ECG was not shockable. A second device was deployed and a shock delivered. Patient was resuscitated.